Event description:
It was reported that during a pre-use check, the customer noticed no fore end cap was attached to the tube. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the returned sample was received inside of the original open packaging. The sample presents missing vented cap. The sample presents missing vented cap. A review of the production floor was conducted a sample of 32 random units were taken and visually verified in order to verify that there are not missing components in any product; no discrepancies were detected. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: quality alert was placed where the quality personnel perform the assembly of the vented cap female in order to establish a verification of the correct assembly of the cap.